Event description:
A nurse reported that an intraocular lens (iol) became stuck in the cartridge of the iol delivery system and one of the iol haptics was bent. There was no pt impact/injury associated with this event.